Event description:
Additional information reported that on (B)(6) 2019 stated that the patient sputum cultures results read 4+ streptococcus not group a beta hemolytic and 4+ haemophilus influenzae. The patient was placed on levaquin 750 mg with a frequency of every 48 hrs. Levaquin was discontinued on (B)(6) 2019 and the event reported to resolve. Types of treatment include hospitalization and changes to medication to oral anti-biotic. No further information was provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: log file submitted for review following admission captured several intermittent low flow alarms. The events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated at the set speed for the duration of the log file and appeared to be functioning as intended. The cause of the events could not be conclusively determined. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists infection, stroke, and bleeding as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s log file was submitted for review due to low flow alarms. During the analysis of the log low flows with high pulsitile index (pi) readings observed which seem to be physiological in nature however the patient was hospitalized due to an infection that started on (B)(6) 2019. On (B)(6) 2019, while hospitalized for the infection, the patient began to complain about a severe headache along with decreased alertness an inability to open their eyes. A CT and neurology consulted. The patient¿s initial CT showed occipital bleed with international normalized ratio (inr) of 6.1 on (B)(6) 2019 and increased to 7.0 on 2019. No anticoagulation was given at the time. The patient was given vitamin k to reverse inr in which it slowly trending downward to 3.6. On (B)(6) 2019, the patient¿s inr was 1.6. And the patient¿s hospitalization was prolonged due to the mentioned neurologic dysfunction sellar mass with possible pituitary macroadenoma. No further information was provided.